Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab. Customer states they did not use the kitted swab. First test performed on ID now (sn (B)(4)) provided a positive result. Repeat testing was performed on ID now (sn (B)(4)) with a new nasopharyngeal swab and a negative result was obtained. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m179810 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m179810 and test base part number 190-430 / lot m179810. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot m179810 based on the total quantity of devices distributed is (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot m179810 based on the total quantity of devices distributed is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.